Manufacturer narrative:
Batch review performed on 23 december 2019. Lot 131006: (B)(4) items manufactured and released on 11-apr-2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2015.

Event description:
The patient came in complaining of anterior knee pain. The surgeon resurfaced the patella and revised the 10mm poly with a 12mm poly 4 years and 5 months after primary. The surgery was completed successfully.